Manufacturer narrative:
(B)(4).

Event description:
Mandarin clinical study. It was reported that this patient was hospitalized and treated medically for a fever post-treatment with therasphere. On (B)(6) 2023, the subject was randomized (therasphere arm) in the mandarin study (main phase) with planned treatment type of selective treatment. Treatment with therasphere was performed on (B)(6) 2023. The 99mtc-maa angiogram was performed and 3.0 gbq therasphere was administered to the patient. On (B)(6) 2023, the subject experienced a fever. On (B)(6) 2023, the subject was admitted in the hospital for further treatment/evaluation and was treated medically. On (B)(6) 2023, the subject was discharged from the hospital.

Manufacturer narrative:
D3, g1 manufacturer address 1: (B)(6). D3, g1 MFR site zip/post code: (B)(6).

Event description:
Mandarin clinical study it was reported that this patient was hospitalized and treated medically for a fever post-treatment with therasphere. On (B)(6) 2023, the subject was randomized (therasphere arm) in the mandarin study (main phase) with planned treatment type of selective treatment. Treatment with therasphere was performed on (B)(6) 2023. The 99mtc-maa angiogram was performed and 3.0 gbq therasphere was administered to the patient through 2 vials. On (B)(6) -2023, the subject experienced a fever (grade 3). On (B)(6) 2023, the subject was admitted in the hospital for further treatment/evaluation and was treated medically. On (B)(6) 2023, the subject was discharged from the hospital. Additional information was received that on (B)(6) 2023, the subject was again admitted to the hospital for further treatment and evaluation for fever (grade 3). On the same day, subject was discharged from the hospital with medications. A few days later, ultrasound was performed to test the patient's hepatobiliary, pancreatic, spleen, and kidney. The tests revealed right intrahepatic parenchymal mass (likely tumor treated with therasphere) and a few unrelated issues were also revealed; multiple stones in the left intrahepatic bile duct of the hepatic ca post-cholecystectomy, right pleural effusion and herniation and degeneration of the cervical spine. The subject was treated with compound amino acid injection to strengthen nutrition, intravenous drip adenosylmethionine to protect liver yellowing, intravenous drop of human blood albumin to supplement albumin, and oral oxycodone hydrochloride sustained-release tablets 10mg for twelve hours was given for pain relief. Intermittent fever during hospitalization was noted and the highest degree noted was 39 degrees. For tumor fever, indomethacin embolization and dexamethasone needle intravenous treatment were performed. On (B)(6) 2023, the condition of the subject had improved; however, the specifics of the fever were unknown. On (B)(6) 2023, the subject returned to the hospital again related to reoccurrence of fever with the highest degree for the fever was noted to be 41 degrees. A few days later, the patient was diagnosed with jaundice with fever accompanied by significantly elevated infection indicators. The subject was treated with cefoperazone sodium and sulbactam sodium needle 1g. At the time of reporting, the health condition of the subject had slightly improved.

Manufacturer narrative:
D3, g1 MFR site zip/post code: gu9 8ql

Event description:
Mandarin clinical study it was reported that this patient was hospitalized and treated medically for a fever post-treatment with therasphere. On (B)(6) 2023, the subject was randomized (therasphere arm) in the mandarin study (main phase) with planned treatment type of selective treatment. Treatment with therasphere was performed on (B)(6) 2023. The 99mtc-maa angiogram was performed and 3.0 gbq therasphere was administered to the patient. On (B)(6) 2023, the subject experienced a fever (grade 3). On (B)(6) 2023, the subject was admitted in the hospital for further treatment/evaluation and was treated medically. On (B)(6) 2023, the subject was discharged from the hospital. Additional information was received that on (B)(6) 2023, the subject was again admitted to the hospital for further treatment and evaluation for fever (grade 3). On the same day, subject was discharged from the hospital with medications. A few days later, ultrasound was performed to test the patient's hepatobiliary, pancreatic, spleen, and kidney. The tests revealed right intrahepatic parenchymal mass (likely tumor treated with therasphere) and a few unrelated issues were also revealed; multiple stones in the left intrahepatic bile duct of the hepatic ca post-cholecystectomy, right pleural effusion and herniation and degeneration of the cervical spine. The subject was treated with compound amino acid injection to strengthen nutrition, intravenous drip adenosylmethionine to protect liver yellowing, intravenous drop of human blood albumin to supplement albumin, and oral oxycodone hydrochloride sustained-release tablets 10mg for twelve hours was given for pain relief. Intermittent fever during hospitalization was noted and the highest degree noted was 39 degrees. For tumor fever, indomethacin embolization and dexamethasone needle intravenous treatment were performed. On 15-september-2023, the condition of the subject had improved; however, the specifics of the fever were unknown. On (B)(6) 2023, the subject returned to the hospital again related to reoccurrence of fever with the highest degree for the fever was noted to be 41 degrees. A few days later, the patient was diagnosed with jaundice with fever accompanied by significantly elevated infection indicators. The subject was treated with cefoperazone sodium and sulbactam sodium needle 1g. At the time of reporting, the health condition of the subject had slightly improved. Additional information was received that provided further details of the initial fever that was previously reported. On (B)(6) 2023, subject was admitted in the hospital for further treatment and was diagnosed with a liver abscess (severe). In response, the subject was given cefuroxime and piperacillin tazobactam to fight infection and was then discharged from the hospital on (B)(6) 2023 (previously reported). Additional information was also received that on (B)(6) 2023, the subject remained in the hospital after multiple hospitalizations for inpatient treatment of obstructive jaundice. The CT scan revealed a large cystic solid lesion on the right lobe of the liver, and a small amount of pneumatosis, possible abscess, cirrhosis, splenomegaly, portal hypertension, and small effusion in the peritoneum was noted. On (B)(6) 2023, the right liver abscess was punctured and drained under CT guidance. The right liver abscess lesion was pierced with a 17-gauge disposable puncture and drainage needle, and the drainage tube was released after the position of the needle tip was confirmed by CT scan. Approximately, 80 ml of purulent discharge was withdrawn with a syringe and a negative pressure ball was connected. Post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. The subject continued with anti-infection, liver protection, yellowing and nutritional symptomatic supportive treatment. On (B)(6) 2023, the subject's skin sclera yellowing improved significantly, yet the fever still persisted. On (B)(6) 2023, the yellow staining of the skin and sclera of the subject was slightly improved compared to before, and there was almost no fever. However, the treatment measures like anti-infection treatment, liver protection, yellowing and nutritional symptomatic supportive treatment was continued further. During the hospitalization, subject was also diagnosed with pleural effusion. Catheterization, drainage, and anti-infection treatment was performed during the hospitalization. The subject was still treated with liver protection, yellow aluminosis, protein enhancement, and deep anti-infection. Later the fever improved. On (B)(6) 2023, the right liver abscess was again punctured and drained under CT guidance, removing approximately 30 ml of purulent discharge and connected the negative pressure ball. Once again, post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. On (B)(6) 2023, the laboratory results of the middle liver and kidney electrolytes (self-group) test revealed, total bilirubin result as 87.9 micromole per liter, direct bilirubin result as 68.4 micromole per liter, indirect bilirubin result as 19.5 micromole per liter. The subject was discharged from the hospital on (B)(6) 2023. Additional details were provided with a few other symptoms (weight loss and malaise) that were noted along with the fever on (B)(6) 2023 that was previously reported. Additional details were provided regarding the hospitalization on (B)(6) 2023 that was previously reported. The patient had also experienced loss of appetite (mild), intra-abdominal infection (moderate), and liver impairment (moderate) that included increase in bilirubin values. Medication was given as treatment. New details were also provided that on (b(6) 2023, 97 days post index procedure, the subject had chest tightness without any causes, accompanied by chest pain, fever (about 43 c), palpitations, pain under the right knee and right shoulder. No malignancy, vomiting, cough and sputum, etc. Was noted during this time. The subject was further diagnosed with pleural effusion on the right side, underwent catheter drainage and anti-infection treatment, and the subject's chest tightness and fever symptoms improved. On (B)(6) 2023, 101 days post index procedure, subject was hospitalized again with a diagnosis of empyema (severe). During the hospitalization, liver malignancy, hepatitis b cirrhosis, pleural access was gained. The subject underwent gallbladder surgery, and supportive treatment of malignant tumors. On (B)(6) 2023, a liver abscess drainage tube and two pleural effusion drainage tubes prolapsed out and were removed. The subjects body temperature was normal, there was no blood and exudate, no obvious chest discomfort, and he was discharged with medication. The diagnosis at discharge was liver malignancy, hepatitis b cirrhosis, pleural abscess. Additionally, subject was also diagnosed with moderate anemia, pulmonary nodules and liver abscess. On (B)(6) 2023, the subject was discharged from the hospital.

Event description:
Mandarin clinical study: it was reported that this patient was hospitalized and treated medically for a fever post-treatment with therasphere. On (B)(6) 2023, the subject was randomized (therasphere arm) in the mandarin study (main phase) with planned treatment type of selective treatment. Treatment with therasphere was performed on (B)(6) 2023. The 99mtc-maa angiogram was performed and 3.0 gbq therasphere was administered to the patient through 2 vials. On (B)(6) 2023, the subject experienced a fever (grade 3). On (B)(6) 2023, the subject was admitted in the hospital for further treatment/evaluation and was treated medically. On (B)(6) 2023, the subject was discharged from the hospital. Additional information was received that on 09-september-2023, the subject was again admitted to the hospital for further treatment and evaluation for fever (grade 3). On the same day, subject was discharged from the hospital with medications. A few days later, ultrasound was performed to test the patient's hepatobiliary, pancreatic, spleen, and kidney. The tests revealed right intrahepatic parenchymal mass (likely tumor treated with therasphere) and a few unrelated issues were also revealed; multiple stones in the left intrahepatic bile duct of the hepatic ca post-cholecystectomy, right pleural effusion and herniation and degeneration of the cervical spine. The subject was treated with compound amino acid injection to strengthen nutrition, intravenous drip adenosylmethionine to protect liver yellowing, intravenous drop of human blood albumin to supplement albumin, and oral oxycodone hydrochloride sustained-release tablets 10mg for twelve hours was given for pain relief. Intermittent fever during hospitalization was noted and the highest degree noted was 39 degrees. For tumor fever, indomethacin embolization and dexamethasone needle intravenous treatment were performed. On (B)(6) 2023, the condition of the subject had improved; however, the specifics of the fever were unknown. On (B)(6) 2023, the subject returned to the hospital again related to reoccurrence of fever with the highest degree for the fever was noted to be 41 degrees. A few days later, the patient was diagnosed with jaundice with fever accompanied by significantly elevated infection indicators. The subject was treated with cefoperazone sodium and sulbactam sodium needle 1g. At the time of reporting, the health condition of the subject had slightly improved. Additional information was received that provided further details of the initial fever that was previously reported. On (B)(6) 2023, subject was admitted in the hospital for further treatment and was diagnosed with a liver abscess (severe). In response, the subject was given cefazoxime and piperacillin tazobactam to fight infection and was then discharged from the hospital on (B)(6) 2023 (previously reported). Additional information was also received that on 25-sep-2023, the subject remained in the hospital after multiple hospitalizations for inpatient treatment of obstructive jaundice. The CT scan revealed a large cystic solid lesion on the right lobe of the liver, and a small amount of pneumatous, possible abscess, cirrhosis, splenomegaly, portal hypertension, and small effusion in the peritoneum was noted. On (B)(6) 2023, the right liver abscess was punctured and drained under CT guidance. The right liver abscess lesion was pierced with a 17-gauge disposable puncture and drainage needle, and the drainage tube was released after the position of the needle tip was confirmed by CT scan. Approximately, 80 ml of purulent discharge was withdrawn with a syringe and a negative pressure ball was connected. Post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. The subject continued with anti-infection, liver protection, yellowing and nutritional symptomatic supportive treatment. On (B)(6) 2023, the subject's skin sclera yellowing improved significantly, yet the fever still persisted. On (B)(6) 2023, the right liver abscess was again punctured and drained under CT guidance, removing approximately 30 ml of purulent discharge and connected the negative pressure ball. Once again, post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. On (B)(6) 2023, the laboratory results of the middle liver and kidney electrolytes (self-group) test revealed, total bilirubin result as 87.9 micromole per liter, direct bilirubin result as 68.4 micromole per liter, indirect bilirubin result as 19.5 micromole per liter. The subject was discharged from the hospital on (B)(6) 2023.

Manufacturer narrative:
D3, g1 manufacturer address 1: chapman house, farnham bus prk. D3, g1 MFR site zip/post code: gu9 8ql.

Manufacturer narrative:
D3, g1 MFR site zip/post code: (B)(6).

Event description:
Mandarin clinical study. It was reported that this patient was hospitalized and treated medically for a fever post-treatment with therasphere. On (B)(6) 2023, the subject was randomized (therasphere arm) in the mandarin study (main phase) with planned treatment type of selective treatment. Treatment with therasphere was performed on (B)(6) 2023. The 99mtc-maa angiogram was performed and 3.0 gbq therasphere was administered to the patient. On (B)(6) 2023, the subject experienced a fever (grade 3). On (B)(6) 2023, the subject was admitted in the hospital for further treatment/evaluation and was treated medically. On (B)(6) 2023, the subject was discharged from the hospital. Additional information was received that on (B)(6) 2023, the subject was again admitted to the hospital for further treatment and evaluation for fever (grade 3). On the same day, subject was discharged from the hospital with medications. A few days later, ultrasound was performed to test the patient's hepatobiliary, pancreatic, spleen, and kidney. The tests revealed right intrahepatic parenchymal mass (likely tumor treated with therasphere) and a few unrelated issues were also revealed; multiple stones in the left intrahepatic bile duct of the hepatic ca post-cholecystectomy, right pleural effusion and herniation and degeneration of the cervical spine. The subject was treated with compound amino acid injection to strengthen nutrition, intravenous drip adenosylmethionine to protect liver yellowing, intravenous drop of human blood albumin to supplement albumin, and oral oxycodone hydrochloride sustained-release tablets 10mg for twelve hours was given for pain relief. Intermittent fever during hospitalization was noted and the highest degree noted was 39 degrees. For tumor fever, indomethacin embolization and dexamethasone needle intravenous treatment were performed. On (B)(6) 2023, the condition of the subject had improved; however, the specifics of the fever were unknown. On (B)(6) 2023, the subject returned to the hospital again related to reoccurrence of fever with the highest degree for the fever was noted to be 41 degrees. A few days later, the patient was diagnosed with jaundice with fever accompanied by significantly elevated infection indicators. The subject was treated with cefoperazone sodium and sulbactam sodium needle 1g. At the time of reporting, the health condition of the subject had slightly improved. Additional information was received that provided further details of the initial fever that was previously reported. On (B)(6) 2023, subject was admitted in the hospital for further treatment and was diagnosed with a liver abscess (severe). In response, the subject was given cefuroxime and piperacillin tazobactam to fight infection and was then discharged from the hospital on (B)(6) 2023 (previously reported). Additional information was also received that on (B)(6) 2023, the subject remained in the hospital after multiple hospitalizations for inpatient treatment of obstructive jaundice. The CT scan revealed a large cystic solid lesion on the right lobe of the liver, and a small amount of pneumatosis, possible abscess, cirrhosis, splenomegaly, portal hypertension, and small effusion in the peritoneum was noted. On (B)(6) 2023, the right liver abscess was punctured and drained under CT guidance. The right liver abscess lesion was pierced with a 17-gauge disposable puncture and drainage needle, and the drainage tube was released after the position of the needle tip was confirmed by CT scan. Approximately, 80 ml of purulent discharge was withdrawn with a syringe and a negative pressure ball was connected. Post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. The subject continued with anti-infection, liver protection, yellowing and nutritional symptomatic supportive treatment. On (B)(6) 2023, the subject's skin sclera yellowing improved significantly, yet the fever still persisted. On (B)(6) 2023, the yellow staining of the skin and sclera of the subject was slightly improved compared to before, and there was almost no fever. However, the treatment measures like anti-infection treatment, liver protection, yellowing and nutritional symptomatic supportive treatment was continued further. During the hospitalization, subject was also diagnosed with pleural effusion. Catheterization, drainage, and anti-infection treatment was performed during the hospitalization. The subject was still treated with liver protection, yellow aluminosis, protein enhancement, and deep anti-infection. Later the fever improved. On (B)(6) 2023, the right liver abscess was again punctured and drained under CT guidance, removing approximately 30 ml of purulent discharge and connected the negative pressure ball. Once again, post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. On (B)(6) 2023, the laboratory results of the middle liver and kidney electrolytes (self-group) test revealed, total bilirubin result as 87.9 micromole per liter, direct bilirubin result as 68.4 micromole per liter, indirect bilirubin result as 19.5 micromole per liter. The subject was discharged from the hospital on (B)(6) 2023. Additional details were provided with a few other symptoms (weight loss and malaise) that were noted along with the fever on (B)(6) 2023 that was previously reported. Additional details were provided regarding the hospitalization on (B)(6) 2023 that was previously reported. The patient had also experienced loss of appetite (mild), intra-abdominal infection (moderate), and liver impairment (moderate) that included increase in bilirubin values. Medication was given as treatment. New details were also provided that on (B)(6) 2023, 97 days post index procedure, the subject had chest tightness without any causes, accompanied by chest pain, fever (about 43 c), palpitations, pain under the right knee and right shoulder. No malignancy, vomiting, cough and sputum, etc. Was noted during this time. The subject was further diagnosed with pleural effusion on the right side, underwent catheter drainage and anti-infection treatment, and the subject's chest tightness and fever symptoms improved. On (B)(6) 2023, 101 days post index procedure, subject was hospitalized again with a diagnosis of empyema (severe). During the hospitalization, liver malignancy, hepatitis b cirrhosis, pleural access was gained. The subject underwent gallbladder surgery, and supportive treatment of malignant tumors. On (B)(6) 2023, a liver abscess drainage tube and two pleural effusion drainage tubes prolapsed out and were removed. The subjects body temperature was normal, there was no blood and exudate, no obvious chest discomfort, and he was discharged with medication. The diagnosis at discharge was liver malignancy, hepatitis b cirrhosis, pleural abscess. Additionally, subject was also diagnosed with moderate anemia, pulmonary nodules and liver abscess. On (B)(6) 2023, the subject was discharged from the hospital. Additional details indicated that on (B)(6) 2023 and on (B)(6) 2024 the subject was re-hospitalized for liver abscess. During the hospitalization, according to the culture results, subject was given meropenem 0.5g intravenously for every 8 hours combined with oral anti-infection treatment. On (B)(6) 2024, the subject came to the hospital for chest CT examination which revealed that the liver abscess and empyema had resolved.

Manufacturer narrative:
D3, g1 MFR site zip/post code: (B)(6).

Event description:
Mandarin clinical study it was reported that this patient was hospitalized and treated medically for a fever post-treatment with therasphere. On (B)(6) 2023, the subject was randomized (therasphere arm) in the mandarin study (main phase) with planned treatment type of selective treatment. Treatment with therasphere was performed on (B)(6) 2023. The 99mtc-maa angiogram was performed and 3.0 gbq therasphere was administered to the patient. On (B)(6) 2023, the subject experienced a fever (grade 3). On (B)(6) 2023, the subject was admitted in the hospital for further treatment/evaluation and was treated medically. On (B)(6) 2023, the subject was discharged from the hospital. Additional information was received that on (B)(6) 2023, the subject was again admitted to the hospital for further treatment and evaluation for fever (grade 3). On the same day, subject was discharged from the hospital with medications. A few days later, ultrasound was performed to test the patient's hepatobiliary, pancreatic, spleen, and kidney. The tests revealed right intrahepatic parenchymal mass (likely tumor treated with therasphere) and a few unrelated issues were also revealed; multiple stones in the left intrahepatic bile duct of the hepatic ca post-cholecystectomy, right pleural effusion and herniation and degeneration of the cervical spine. The subject was treated with compound amino acid injection to strengthen nutrition, intravenous drip adenosylmethionine to protect liver yellowing, intravenous drop of human blood albumin to supplement albumin, and oral oxycodone hydrochloride sustained-release tablets 10mg for twelve hours was given for pain relief. Intermittent fever during hospitalization was noted and the highest degree noted was 39 degrees. For tumor fever, indomethacin embolization and dexamethasone needle intravenous treatment were performed. On 15-september-2023, the condition of the subject had improved; however, the specifics of the fever were unknown. On (B)(6) 2023, the subject returned to the hospital again related to reoccurrence of fever with the highest degree for the fever was noted to be 41 degrees. A few days later, the patient was diagnosed with jaundice with fever accompanied by significantly elevated infection indicators. The subject was treated with cefoperazone sodium and sulbactam sodium needle 1g. At the time of reporting, the health condition of the subject had slightly improved. Additional information was received that provided further details of the initial fever that was previously reported. On (B)(6) 2023, subject was admitted in the hospital for further treatment and was diagnosed with a liver abscess (severe). In response, the subject was given cefuroxime and piperacillin tazobactam to fight infection and was then discharged from the hospital on (B)(6) 2023 (previously reported). Additional information was also received that on (B)(6) 2023, the subject remained in the hospital after multiple hospitalizations for inpatient treatment of obstructive jaundice. The CT scan revealed a large cystic solid lesion on the right lobe of the liver, and a small amount of pneumatosis, possible abscess, cirrhosis, splenomegaly, portal hypertension, and small effusion in the peritoneum was noted. On (B)(6) 2023, the right liver abscess was punctured and drained under CT guidance. The right liver abscess lesion was pierced with a 17-gauge disposable puncture and drainage needle, and the drainage tube was released after the position of the needle tip was confirmed by CT scan. Approximately, 80 ml of purulent discharge was withdrawn with a syringe and a negative pressure ball was connected. Post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. The subject continued with anti-infection, liver protection, yellowing and nutritional symptomatic supportive treatment. On (B)(6) 2023, the subject's skin sclera yellowing improved significantly, yet the fever still persisted. On (B)(6) 2023, the yellow staining of the skin and sclera of the subject was slightly improved compared to before, and there was almost no fever. However, the treatment measures like anti-infection treatment, liver protection, yellowing and nutritional symptomatic supportive treatment was continued further. During the hospitalization, subject was also diagnosed with pleural effusion. Catheterization, drainage, and anti-infection treatment was performed during the hospitalization. The subject was still treated with liver protection, yellow aluminosis, protein enhancement, and deep anti-infection. Later the fever improved. On (B)(6) 2023, the right liver abscess was again punctured and drained under CT guidance, removing approximately 30 ml of purulent discharge and connected the negative pressure ball. Once again, post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. On (B)(6) 2023, the laboratory results of the middle liver and kidney electrolytes (self-group) test revealed, total bilirubin result as 87.9 micromole per liter, direct bilirubin result as 68.4 micromole per liter, indirect bilirubin result as 19.5 micromole per liter. The subject was discharged from the hospital on (B)(6) 2023. Additional details were provided with a few other symptoms (weight loss and malaise) that were noted along with the fever on (B)(6) 2023 that was previously reported. Additional details were provided regarding the hospitalization on (B)(6) 2023 that was previously reported. The patient had also experienced loss of appetite (mild), intra-abdominal infection (moderate), and liver impairment (moderate) that included increase in bilirubin values. Medication was given as treatment. New details were also provided that on (B)(6) 2023, 97 days post index procedure, the subject had chest tightness without any causes, accompanied by chest pain, fever (about 43 c), palpitations, pain under the right knee and right shoulder. No malignancy, vomiting, cough and sputum, etc. Was noted during this time. The subject was further diagnosed with pleural effusion on the right side, underwent catheter drainage and anti-infection treatment, and the subject's chest tightness and fever symptoms improved. On 6-nov-2023, 101 days post index procedure, subject was hospitalized again with a diagnosis of empyema (severe). During the hospitalization, liver malignancy, hepatitis b cirrhosis, pleural access was gained. The subject underwent gallbladder surgery, and supportive treatment of malignant tumors. On (B)(6) 2023, a liver abscess drainage tube and two pleural effusion drainage tubes prolapsed out and were removed. The subjects body temperature was normal, there was no blood and exudate, no obvious chest discomfort, and he was discharged with medication. The diagnosis at discharge was liver malignancy, hepatitis b cirrhosis, pleural abscess. Additionally, subject was also diagnosed with moderate anemia, pulmonary nodules and liver abscess. On (B)(6) 2023, the subject was discharged from the hospital. Additional details indicated that on (B)(6) 023 and on (B)(6) 2024 the subject was re-hospitalized for liver abscess. During the hospitalization, according to the culture results, subject was given meropenem 0.5g intravenously for every 8 hours combined with oral anti-infection treatment. On (B)(6) 2024, the subject came to the hospital for chest CT examination which revealed that the liver abscess and empyema had resolved. Additional procedure details were provided that two vials of therasphere were administered on (B)(6) 2023; 2.99 gbq was administered through vial 1 and 8.71 gbq was administered through vial 2. A total 11. 7 gbq was administered. And additional details that on (B)(6) 2023, 128 days post index procedure, the subject developed hematemesis without any cause. The hematemesis was dark red, with a small amount, accompanied by abdominal pain, epigastric distension and pain. On (B)(6) 2023, the subject was admitted in the hospital for further treatment and evaluation. During the hospitalization, preliminary diagnosis of the subject condition was hematemesis, liver abscess, pleural effusions and hepatic pseudoaneurysm rupture bleeding. The subject was prescribed 40 mg of esomeprazole intravenous infusion, 3 mg of somatostatin injection for every 12 hours, 0.5 g of meropenem, 1000 mg of adenosylmethionine, 1000 mg of amino acid glucose, 20 ml of potassium chloride (potassium supplementation), and 2 g vitamin c. After admission to the hospital, gastrointestinal bleeding was noted. Hence, subject was treated with fasting, fluid supplementation, acid inhibition to protect the stomach, somatostatin needle to stop bleeding. During this period, the patient still had repeated black stool, accompanied by abdominal pain during black stool. On (B)(6) 2023, the subject underwent emergency gastroscopy, which revealed blood clots in the stomach; however, no obvious bleeding points were found under the microscope. The subject had increased black stool and significantly decreased hemoglobin. On (B)(6) 2023, interventional treatment was performed which led to ruptured hemorrhage of huge pseudoaneurysm in the right liver, and interventional embolization was performed. Postoperative hemorrhage was stable. On (B)(6) 2023, the subject was discharged from the hospital. Additional information was reported with new details from (B)(6) 2025, the lab values revealed increase in the total bilirubin to 89.30umo1/l, direct bilirubin to 76.8umo1/l, indirect bilirubin to 12.5umo1/l. Also, subject skin and sclera yellow staining persists. Additional details indicated that multiple times over the follow-up period ((B)(6) 2025) the subject has returned to the hospital with skin and sclera still showing persistent yellow staining. On (B)(6) 2024, the subject had been diagnosed with splenomegaly due to liver cirrhosis that was ongoing. Human granulocyte colony stimulating factor injection (150 ug/once) was administered intravenously on (B)(6) 2025 to treat the event. On (B)(6) 2025, the subject was also diagnosed with anemia and treated with medication was administered to treat the event.

Manufacturer narrative:
D3, g1 MFR site zip/post code: (B)(6).

Event description:
(B)(6) clinical study: it was reported that this patient was hospitalized and treated medically for a fever post-treatment with therasphere. On (B)(6)2023, the subject was randomized (therasphere arm) in the (B)(6) study (main phase) with planned treatment type of selective treatment. Treatment with therasphere was performed on (B)(6)2023. The 99mtc-maa angiogram was performed and 3.0 gbq therasphere was administered to the patient. On (B)(6)2023, the subject experienced a fever (grade 3). On (B)(6)2023, the subject was admitted in the hospital for further treatment/evaluation and was treated medically. On (B)(6)2023, the subject was discharged from the hospital. Additional information was received that on (B)(6)2023, the subject was again admitted to the hospital for further treatment and evaluation for fever (grade 3). On the same day, subject was discharged from the hospital with medications. A few days later, ultrasound was performed to test the patient's hepatobiliary, pancreatic, spleen, and kidney. The tests revealed right intrahepatic parenchymal mass (likely tumor treated with therasphere) and a few unrelated issues were also revealed; multiple stones in the left intrahepatic bile duct of the hepatic ca post-cholecystectomy, right pleural effusion and herniation and degeneration of the cervical spine. The subject was treated with compound amino acid injection to strengthen nutrition, intravenous drip adenosylmethionine to protect liver yellowing, intravenous drop of human blood albumin to supplement albumin, and oral oxycodone hydrochloride sustained-release tablets 10mg for twelve hours was given for pain relief. Intermittent fever during hospitalization was noted and the highest degree noted was 39 degrees. For tumor fever, indomethacin embolization and dexamethasone needle intravenous treatment were performed. On (B)(6)2023, the condition of the subject had improved; however, the specifics of the fever were unknown. On (B)(6)2023, the subject returned to the hospital again related to reoccurrence of fever with the highest degree for the fever was noted to be 41 degrees. A few days later, the patient was diagnosed with jaundice with fever accompanied by significantly elevated infection indicators. The subject was treated with cefoperazone sodium and sulbactam sodium needle 1g. At the time of reporting, the health condition of the subject had slightly improved. Additional information was received that provided further details of the initial fever that was previously reported. On (B)(6)2023, subject was admitted in the hospital for further treatment and was diagnosed with a liver abscess (severe). In response, the subject was given cefuroxime and piperacillin tazobactam to fight infection and was then discharged from the hospital on (B)(6)2023 (previously reported). Additional information was also received that on (B)(6)2023, the subject remained in the hospital after multiple hospitalizations for inpatient treatment of obstructive jaundice. The CT scan revealed a large cystic solid lesion on the right lobe of the liver, and a small amount of pneumatosis, possible abscess, cirrhosis, splenomegaly, portal hypertension, and small effusion in the peritoneum was noted. On (B)(6)2023, the right liver abscess was punctured and drained under CT guidance. The right liver abscess lesion was pierced with a 17-gauge disposable puncture and drainage needle, and the drainage tube was released after the position of the needle tip was confirmed by CT scan. Approximately, 80 ml of purulent discharge was withdrawn with a syringe and a negative pressure ball was connected. Post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. The subject continued with anti-infection, liver protection, yellowing and nutritional symptomatic supportive treatment. On (B)(6)2023, the subject's skin sclera yellowing improved significantly, yet the fever still persisted. On (B)(6)2023, the yellow staining of the skin and sclera of the subject was slightly improved compared to before, and there was almost no fever. However, the treatment measures like anti-infection treatment, liver protection, yellowing and nutritional symptomatic supportive treatment was continued further. During the hospitalization, subject was also diagnosed with pleural effusion. Catheterization, drainage, and anti-infection treatment was performed during the hospitalization. The subject was still treated with liver protection, yellow aluminosis, protein enhancement, and deep anti-infection. Later the fever improved. On (B)(6)2023, the right liver abscess was again punctured and drained under CT guidance, removing approximately 30 ml of purulent discharge and connected the negative pressure ball. Once again, post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. On (B)(6)2023, the laboratory results of the middle liver and kidney electrolytes (self-group) test revealed, total bilirubin result as 87.9 micromole per liter, direct bilirubin result as 68.4 micromole per liter, indirect bilirubin result as 19.5 micromole per liter. The subject was discharged from the hospital on (B)(6)2023. Additional details were provided with a few other symptoms (weight loss and malaise) that were noted along with the fever on (B)(6)2023 that was previously reported. Additional details were provided regarding the hospitalization on (B)(6)2023 that was previously reported. The patient had also experienced loss of appetite (mild), intra-abdominal infection (moderate), and liver impairment (moderate) that included increase in bilirubin values. Medication was given as treatment. New details were also provided that on (B)(6)2023, 97 days post index procedure, the subject had chest tightness without any causes, accompanied by chest pain, fever (about 43 c), palpitations, pain under the right knee and right shoulder. No malignancy, vomiting, cough and sputum, etc. Was noted during this time. The subject was further diagnosed with pleural effusion on the right side, underwent catheter drainage and anti-infection treatment, and the subject's chest tightness and fever symptoms improved. On (B)(6)2023, 101 days post index procedure, subject was hospitalized again with a diagnosis of empyema (severe). During the hospitalization, liver malignancy, hepatitis b cirrhosis, pleural access was gained. The subject underwent gallbladder surgery, and supportive treatment of malignant tumors. On (B)(6)2023, a liver abscess drainage tube and two pleural effusion drainage tubes prolapsed out and were removed. The subjects body temperature was normal, there was no blood and exudate, no obvious chest discomfort, and he was discharged with medication. The diagnosis at discharge was liver malignancy, hepatitis b cirrhosis, pleural abscess. Additionally, subject was also diagnosed with moderate anemia, pulmonary nodules and liver abscess. On (B)(6)2023, the subject was discharged from the hospital. Additional details indicated that on (B)(6)2023 and on (B)(6)2024 the subject was re-hospitalized for liver abscess. During the hospitalization, according to the culture results, subject was given meropenem 0.5g intravenously for every 8 hours combined with oral anti-infection treatment. On (B)(6)2024, the subject came to the hospital for chest CT examination which revealed that the liver abscess and empyema had resolved. Additional procedure details were provided that two vials of therasphere were administered on (B)(6)2023; 2.99 gbq was administered through vial 1 and 8.71 gbq was administered through vial 2. A total 11. 7 gbq was administered. And additional details that on (B)(6)2023, 128 days post index procedure, the subject developed hematemesis without any cause. The hematemesis was dark red, with a small amount, accompanied by abdominal pain, epigastric distension and pain. On (B)(6)2023, the subject was admitted in the hospital for further treatment and evaluation. During the hospitalization, preliminary diagnosis of the subject condition was hematemesis, liver abscess, pleural effusions and hepatic pseudoaneurysm rupture bleeding. The subject was prescribed 40 mg of esomeprazole intravenous infusion, 3 mg of somatostatin injection for every 12 hours, 0.5 g of meropenem, 1000 mg of adenosylmethionine, 1000 mg of amino acid glucose, 20 ml of potassium chloride (potassium supplementation), and 2 g vitamin c. After admission to the hospital, gastrointestinal bleeding was noted. Hence, subject was treated with fasting, fluid supplementation, acid inhibition to protect the stomach, somatostatin needle to stop bleeding. During this period, the patient still had repeated black stool, accompanied by abdominal pain during black stool. On (B)(6)2023, the subject underwent emergency gastroscopy, which revealed blood clots in the stomach; however, no obvious bleeding points were found under the microscope. The subject had increased black stool and significantly decreased hemoglobin. On (B)(6)2023, interventional treatment was performed which led to ruptured hemorrhage of huge pseudoaneurysm in the right liver, and interventional embolization was performed. Postoperative hemorrhage was stable. On (B)(6)2023, the subject was discharged from the hospital. Additional information was reported with new details from (B)(6)2025, the lab values revealed increase in the total bilirubin to 89.30umo1/l, direct bilirubin to 76.8umo1/l, indirect bilirubin to 12.5umo1/l. Also, subject skin and sclera yellow staining persists.

Manufacturer narrative:
D3, g1 MFR site zip/post code: gu9 8ql. Investigation results: labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the therasphere device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device.'

Event description:
Mandarin clinical study it was reported that this patient was hospitalized and treated medically for a fever post-treatment with therasphere. On (B)(6) 2023, the subject was randomized (therasphere arm) in the mandarin study (main phase) with planned treatment type of selective treatment. Treatment with therasphere was performed on (B)(6) 2023. The 99mtc-maa angiogram was performed and 3.0 gbq therasphere was administered to the patient. On (B)(6) 2023, the subject experienced a fever (grade 3). On (B)(6) 2023, the subject was admitted in the hospital for further treatment/evaluation and was treated medically. On (B)(6) 2023, the subject was discharged from the hospital. Additional information was received that on (B)(6) 2023, the subject was again admitted to the hospital for further treatment and evaluation for fever (grade 3). On the same day, subject was discharged from the hospital with medications. A few days later, ultrasound was performed to test the patient's hepatobiliary, pancreatic, spleen, and kidney. The tests revealed right intrahepatic parenchymal mass (likely tumor treated with therasphere) and a few unrelated issues were also revealed; multiple stones in the left intrahepatic bile duct of the hepatic ca post-cholecystectomy, right pleural effusion and herniation and degeneration of the cervical spine. The subject was treated with compound amino acid injection to strengthen nutrition, intravenous drip adenosylmethionine to protect liver yellowing, intravenous drop of human blood albumin to supplement albumin, and oral oxycodone hydrochloride sustained-release tablets 10mg for twelve hours was given for pain relief. Intermittent fever during hospitalization was noted and the highest degree noted was 39 degrees. For tumor fever, indomethacin embolization and dexamethasone needle intravenous treatment were performed. On (B)(6) 2023, the condition of the subject had improved; however, the specifics of the fever were unknown. On (B)(6) 2023, the subject returned to the hospital again related to reoccurrence of fever with the highest degree for the fever was noted to be 41 degrees. A few days later, the patient was diagnosed with jaundice with fever accompanied by significantly elevated infection indicators. The subject was treated with cefoperazone sodium and sulbactam sodium needle 1g. At the time of reporting, the health condition of the subject had slightly improved. Additional information was received that provided further details of the initial fever that was previously reported. On (B)(6) 2023, subject was admitted in the hospital for further treatment and was diagnosed with a liver abscess (severe). In response, the subject was given cefuroxime and piperacillin tazobactam to fight infection and was then discharged from the hospital on (B)(6) 2023 (previously reported). Additional information was also received that on (B)(6) 2023, the subject remained in the hospital after multiple hospitalizations for inpatient treatment of obstructive jaundice. The CT scan revealed a large cystic solid lesion on the right lobe of the liver, and a small amount of pneumatosis, possible abscess, cirrhosis, splenomegaly, portal hypertension, and small effusion in the peritoneum was noted. On (B)(6) 2023, the right liver abscess was punctured and drained under CT guidance. The right liver abscess lesion was pierced with a 17-gauge disposable puncture and drainage needle, and the drainage tube was released after the position of the needle tip was confirmed by CT scan. Approximately, 80 ml of purulent discharge was withdrawn with a syringe and a negative pressure ball was connected. Post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. The subject continued with anti-infection, liver protection, yellowing and nutritional symptomatic supportive treatment. On (B)(6) 2023, the subject's skin sclera yellowing improved significantly, yet the fever still persisted. On (B)(6) 2023, the yellow staining of the skin and sclera of the subject was slightly improved compared to before, and there was almost no fever. However, the treatment measures like anti-infection treatment, liver protection, yellowing and nutritional symptomatic supportive treatment was continued further. During the hospitalization, subject was also diagnosed with pleural effusion. Catheterization, drainage, and anti-infection treatment was performed during the hospitalization. The subject was still treated with liver protection, yellow aluminosis, protein enhancement, and deep anti-infection. Later the fever improved. On (B)(6) 2023, the right liver abscess was again punctured and drained under CT guidance, removing approximately 30 ml of purulent discharge and connected the negative pressure ball. Once again, post-operative CT scan showed a small number of signs of pneumothorax and hemorrhage. On (B)(6) 2023, the laboratory results of the middle liver and kidney electrolytes (self-group) test revealed, total bilirubin result as 87.9 micromole per liter, direct bilirubin result as 68.4 micromole per liter, indirect bilirubin result as 19.5 micromole per liter. The subject was discharged from the hospital on (B)(6) 2023. Additional details were provided with a few other symptoms (weight loss and malaise) that were noted along with the fever on 31-july-2023 that was previously reported. Additional details were provided regarding the hospitalization on (B)(6) 2023 that was previously reported. The patient had also experienced loss of appetite (mild), intra-abdominal infection (moderate), and liver impairment (moderate) that included increase in bilirubin values. Medication was given as treatment. New details were also provided that on (B)(6) 2023, 97 days post index procedure, the subject had chest tightness without any causes, accompanied by chest pain, fever (about 43 c), palpitations, pain under the right knee and right shoulder. No malignancy, vomiting, cough and sputum, etc. Was noted during this time. The subject was further diagnosed with pleural effusion on the right side, underwent catheter drainage and anti-infection treatment, and the subject's chest tightness and fever symptoms improved. On (B)(6) 2023, 101 days post index procedure, subject was hospitalized again with a diagnosis of empyema (severe). During the hospitalization, liver malignancy, hepatitis b cirrhosis, pleural access was gained. The subject underwent gallbladder surgery, and supportive treatment of malignant tumors. On (B)(6) 2023, a liver abscess drainage tube and two pleural effusion drainage tubes prolapsed out and were removed. The subjects body temperature was normal, there was no blood and exudate, no obvious chest discomfort, and he was discharged with medication. The diagnosis at discharge was liver malignancy, hepatitis b cirrhosis, pleural abscess. Additionally, subject was also diagnosed with moderate anemia, pulmonary nodules and liver abscess. On 24-nov-2023, the subject was discharged from the hospital. Additional details indicated that on (B)(6) 2023 and on (B)(6) 2024 the subject was re-hospitalized for liver abscess. During the hospitalization, according to the culture results, subject was given meropenem 0.5g intravenously for every 8 hours combined with oral anti-infection treatment. On (B)(6) 2024, the subject came to the hospital for chest CT examination which revealed that the liver abscess and empyema had resolved. Additional procedure details were provided that two vials of therasphere were administered on (B)(6) 2023; 2.99 gbq was administered through vial 1 and 8.71 gbq was administered through vial 2. A total 11. 7 gbq was administered. And additional details that on (B)(6) 2023, 128 days post index procedure, the subject developed hematemesis without any cause. The hematemesis was dark red, with a small amount, accompanied by abdominal pain, epigastric distension and pain. On (B)(6) 2023, the subject was admitted in the hospital for further treatment and evaluation. During the hospitalization, preliminary diagnosis of the subject condition was hematemesis, liver abscess, pleural effusions and hepatic pseudoaneurysm rupture bleeding. The subject was prescribed 40 mg of esomeprazole intravenous infusion, 3 mg of somatostatin injection for every 12 hours, 0.5 g of meropenem, 1000 mg of adenosylmethionine, 1000 mg of amino acid glucose, 20 ml of potassium chloride (potassium supplementation), and 2 g vitamin c. After admission to the hospital, gastrointestinal bleeding was noted. Hence, subject was treated with fasting, fluid supplementation, acid inhibition to protect the stomach, somatostatin needle to stop bleeding. During this period, the patient still had repeated black stool, accompanied by abdominal pain during black stool. On (B)(6) 2023, the subject underwent emergency gastroscopy, which revealed blood clots in the stomach; however, no obvious bleeding points were found under the microscope. The subject had increased black stool and significantly decreased hemoglobin. On (B)(6) 2023, interventional treatment was performed which led to ruptured hemorrhage of huge pseudoaneurysm in the right liver, and interventional embolization was performed. Postoperative hemorrhage was stable. On (B)(6) 2023, the subject was discharged from the hospital. Additional information was reported with new details from (B)(6) 2025, the lab values revealed increase in the total bilirubin to 89.30umo1/l, direct bilirubin to 76.8umo1/l, indirect bilirubin to 12.5umo1/l. Also, subject skin and sclera yellow staining persists. Additional details indicated that multiple times over the follow-up period ((B)(6) 2025, (B)(6) 2025, (B)(6) 2025) the subject has returned to the hospital with skin and sclera still showing persistent yellow staining. On (B)(6) 2024, the subject had been diagnosed with splenomegaly due to liver cirrhosis that was ongoing. Human granulocyte colony stimulating factor injection (150 ug/once) was administered intravenously on (B)(6) 2025 to treat the event. On (B)(6) 2025, the subject was also diagnosed with anemia and treated with medication was administered to treat the event. Additional details revealed that the previously reported splenomegaly due to liver cirrhosis and treatment was reported in error and was withdrawn as related to this device or procedure.